Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they don't think the therapy is working right. Patient stated they put it on therapy and it buzzes all down the right side of their body especially when they lay down. Patient said they are not having any relief from the pain. Patient confirmed they only have group set up and they have tried increasing or decreasing the stimulation but it doesn't help. Patient mentioned that once they use a therapy session it seems to drain the battery and takes forever to recharge the implanted neurostimulators battery. Patient noted they turn the therapy off to recharge but this morning it took them an hour and a half to recharge from 70% to 100%, pt reported the recharger never charged fast. Pt reported the issue has been on going for quite a while. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.